Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The device seems to be in used condition. Visual observation revealed that the jaw-to-shaft pin was broken with only a portion of the pin remaining in place. It was also noted during visual observation the distal end of the actuator tab was bent outwards. Functional testing via actuation of the jaw lever revealed that the jaws did not completely close, confirming this complaint. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing the jaw-to-shaft pin to eventually break. To test deployment functionality, an eiii needle was loaded into the device and a test suture was placed in the suture channel. The test was performed numerous times on a sample rubber strip and when the needle lever actuated, the eiii needle deployed successfully, thus concluding no confirmation of misfiring. The upper jaw has been significantly deformed, bent inwards. This type of failure could be attributed to blunt force impact; potential root causes include the device hitting bone during a procedure or the device being mishandled. The device is approximately 6 years old and may have seen heavy use in the field. The DHR review indicated that this batch of devices was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that their expressew iii with hook misfired once during a rotator cuff repair. The surgeon completed the case with the device without any patient consequences or delays. The sales rep stated after the case the top jaw would not close. The device is being returned. Rep confirmed discovery of jaw not closing occured after the sterilization process and no indication of pin fragments fallen in patient (B)(6) 2017.